Event description:
Information was received from a patient regarding an external device. The reason for call was patient says that on january 27th they got a white screen and it will also say controller battery empty even when its fully charged, and said it just happened again today. Pt says one time they were sent a replacement part in a bag instead of a box, and that angered them because they had to go buy their own return box. A request was sent to the repair department to replace the controller. Patient called back stating they received the controller. Prior to that they had recharger replaced. Patient still got the white screen on the new controller. Pt reset and their battery pack was charged. Pt did not have their equipment available on the call. A request was sent to repair to replace the battery pack. Pt called reporting she saw an error code today to recharge controller battery soon even though it was just charged. Agent reviewed these codes can occur and to reset. Agent had pt reset during call and pt was able to charge for some time seeing excell ent. Pt will monitor throughout the weekend and call if issues continue. Pt called back stating that in the past two months, they've had the recharger, controller, and battery pack replaced. Pt said that when trying to recharge the ins, the equipment would not connect for the past two days. Pt said that resetting the controller was not resolving the issue. Pt said that last night the ins was charging fine from the equipment, however the controller then went to a completely white screen so they had to reset the controller again. Pt said that then after a while, batteries low replace the controller batteries soon appeared, so they had to reset the controller again. Pt said that the controller battery wasn't actually low though. Pt noted that they were trying to recharge the ins now and the batteries low message appeared again. Agent reviewed screen meaning with the pt. Agent had the pt remove the battery pack from the controller and connect the controller to the ac power supply; pt confirmed that the controller powered on. Agent then had the pt reinsert the battery pack into the controller while the controller was still connected to the ac power supply; pt confirmed seeing the controller light flashing green.â agent had the pt initiate an ins recharging session. Batteries low replace the controller batteries soon appeared after connecting the recharger to the controller. Pt saw no apparent damage to the equipment. Agent reviewed recharger replacement with the pt. Pt then mentioned that they were supposed to see their pain doctor on thursday, but they mixed up the appt time, so now they will be seeing hcp on monday. Pt said that they thought that the ins battery moved as the ins battery was about 2 inches lower than where the scar was. Pt said that the ins battery felt lower than it used to be and so it wasn't as easy to charge the ins as it used to be. Agent redirected pt to hcp to further address the issue. Pt said that they would probably have their rep, (B)(4), meet them at hcp's as well.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Pt called back stating that they had been having a myriad of problems with the device. Pt said that in the past two and a half months, they had everything replaced except for the ac power supply. Pt said that they were currently seeing if their insurance would replace the ins battery and move ins battery. Pt said that they were in the middle of recharging the ins now and everything was going fine. Pt said that the ins was at 100% with recharging excellent indicated and the controller was at 80% when all of a sudden, the controller screen went white. Pt said that they reset the controller which resolved the issue. Pt said that they got back to the batteries screen and the controller was at 80% and the ins was at 100%, but the ins kept charging and the controller went down to 60%. Pt said that the device would overcharge sometimes. Pt said that the controller screen going white was common and was happening a lot and that it was also a part of the reason that the equipment was replaced. Pt said that they just wanted this instance of the controller going white on record. Agent assured the pt that this instance would be recorded. Agent also reviewed with the pt that resetting the controller was the proper troubleshooting for resolving the controller screen going white.